Event description:
A copy of a journal article was rec'd by shiley which reported that a pt had surgery to replace their bjork-shiley heart valve. Subsequent info obtained from the author of the article indicated that the mitral valve was replaced due to a "blood group-reaction, hindering disc [sic]".